Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed "localizer not connected" while in the registration page. Instruments would not track or verify. During troubleshooting, it was confirmed that the site was using a flat emitter. Technical services (ts) had the site check the lights on the breakout box (bob), and they noticed that there were no lights illuminated on the bob. Ts had the site reseat the bob into the system, but the issue persisted. The bob was reseated several more times, but the issue still persisted. The use of the navigation system was abandoned and another navigation system and bob were brought in to finish surgery. It was confirmed that a damaged bob connector was causing the reported issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent. A medtronic representative went to the site to test the equipment. Testing revealed that the breakout box connector was broken. The breakout box was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. E1 <(>&<)> 3 updated. Correction: d3-4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H2/h6: the electromagnetic interface, lot number: 603004136, was returned and analyzed. The returned em interface's lemo connector had been taken apart. It was missing the inner sleeve/clam shell and the outer shell. It was reassembled for testing purposes and the interface was fully functional. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.